Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the power converter may have failed due to aging due to repeated use for a long period of time, because more than 13 years have passed since the device was manufactured and there is no repair history. Omsc concluded that this prevented the device from turning on and shut down immediately when it turned on. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was reproduced. The reported event may have been caused by a power supply unit failure. The battery on printed circuit board had run out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not turn on. And the user also reported that the device shut down immediately when it turned on. There was no report of patient injury associated with the event.